Event description:
Reporter reports customer tested with blood glucose of 100 mg/dl with low blood glucose symptoms while using the advantage system. Customer's sister treated with sprite which customer could not consume on her own. Emergency medical technician arrived, tested on their meter with result of 46 mg/dl, treated with IV glucose and had sister give customer peanut butter toast and juice. No quality controls were run during the call. A request was made for return of the suspect product and a replacement was sent.